Manufacturer narrative:
The calibration and qc data are within acceptable ranges. The alarm trace shows liquid level detection and sample short errors, which are consistent with insufficient sample, or no sample in the container. The customer does not have sample disk adapters for their sample tubes. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample from the cobas e411 disk analyzer. The initial result was 124.7 pg/ml with a data flag and was reported outside of the laboratory. The repeat result from the same sample tube was 17.38 pg/ml with a data flag. The repeat result from the same sample in a sample cup was 11.91 pg/ml. A new sample was drawn from the patient and the result was 10.96 pg/ml. There was no allegation of an adverse event. The reagent lot number was 305646. The expiration date was requested but was not provided.